Event description:
During a septostomy procedure, the blade came out of the track and would not retract back into the catheter. With the catheter in this position, they were unable to remove the catheter. The physician was able to snare the blade and retract it back into the catheter. The device was then removed.